Event description:
It was reported the device will not power up. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment "device will not power on". Analysis did confirm that the housing needed to be replaced and the upper/lower cases were broken. It was also found that the ring cover, heart block, and heart lead flex were contaminated. The side bail covers and battery drawer were broken.